Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china. It was reported that during pre-charging (before use) the error message ¿referenc error¿ was displayed on the rotaflow console. No patient was involved. No harm to any person has been reported. The reported failure ¿referenc error¿ could lead to the pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in (B)(6) . It was reported that during pre-charging before use the error message ¿referenc error¿ was displayed on the rotaflow console. No patient was involved. No harm to any person has been reported. The reported failure ¿referenc error¿ could lead to the pump stop during treatment therefore, a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and a "referenc error" could be reproduced. The (B)(4 ) #power supply board for rfc (article number (B)(4) and the (B)(4) #flow measure board for rfc (article number (B)(4) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure "referenc error" in the getinge life-cycle-engineering (lce) and was caused most probably by a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "error referenc" and stopped the rotaflow drive. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities was performed on (B)(6) 2026 and during the period of (B)(6) 2014 to (B)(6) 2026 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in (B)(6) 2014. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).